Event description:
Adverse event(s): "pt complained about a line in their vision" (vision, impaired). Product problem(s): "surgeon noted a line\mark\crack through the center of the optic" (crack [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was explanted one year following implant surgery. The nurse reported that the pt saw a line in vision and upon the surgeon's examination, a line/mark/crack through the center of the optic was noted and that it seemed the lens was implanted using forceps, not injected. One haptic was removed during explantation, a wider wound was necessary and sutures were used. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4). (B) (4).